Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was analyzed and the complaint was confirmed. Visual inspection as one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could shear the driver tips as observed. Therefore, the event was likely due to an unintended user error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the tip of the driver sheared off while deploying the spacer. A replacement driver was used to complete the procedure. The spinous process was found to be abnormally wide. The physician performed the procedure without excessive force, did not apply a sagittal wiggle, and did not gear shift the inserter. The implant appeared to be correctly connected to the inserter.

Manufacturer narrative:
The returned driver was analyzed and the complaint was confirmed. Visual inspection as one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could shear the driver tips as observed. Therefore, the event was likely due to an unintended user error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the tip of the driver sheared off while deploying the spacer. A replacement driver was used to complete the procedure. The spinous process was found to be abnormally wide. The physician performed the procedure without excessive force, did not apply a sagittal wiggle, and did not gear shift the inserter. The implant appeared to be correctly connected to the inserter.